Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had no missing segments or bleeding spots on the lcd glass. No cosmetic damage was noted.

Event description:
Customer reported that the insulin pump had spotty black dots on it and the customer was unable to read the screen. Customer stated that the black dots appear when outdoors. Customer's blood glucose reading at the time of the call was 151 mg/dl. No further information reported.